Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an infusion flow block alarm event on (B)(6) 2025. The blockage was located in the tubing. The infusion set had been in use for less than 72 hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 14-jan-2025 against "lot number 6010350 and similar malfunction codes occlusion in the tubing and/or tubing connectors - blockage, occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched), the review confirmed that lot 6010350 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search a query was run in the eqms on 14-jan-2025 against "lot number" criteria equal 6010350 and similar malfunction codes occlusion in the tubing and/or tubing connectors - blockage, occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched). The count of complaint is 2. The complaint number is (B)(4). Device history record (DHR) review the lot 6010350 was manufactured according to the work instruction (wi) version 120 and manufactured in the line inset 9 on 22-nov-2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4l01244 was manufactured according to the wi version 8 and manufactured in the machine itl01 on 21-nov-2024, with a total of (B)(4) units. The DHR review indicated that during outgoing test 4(c), one sample was found to have a contamination. An extended sampling was conducted and accepted in accordance with established procedures. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor findings. They were managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010350 and related malfunction codes for occlusion issue. Two complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.